Event description:
It was reported that a few patient's with boston scientific devices and non-boston scientific leads exhibited loss of capture (loc), which resulted in syncope. Boston scientific technical services (ts) discussed reprogramming options. The local area field representative was contacted for additional information, however, at this time no further information is available. The exact product information and the exact number of events is unknown. No additional adverse patient effects were reported.